Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation was capsular contracture, baker grade unknown. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported left side capsular contracture, baker grade unknown. Device has been explanted.

Event description:
Healthcare professional reported left side capsular contracture, baker grade unknown. Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: crease fold, wear abrasion and white particles. Leak test and microscopic analysis was performed which identified: opening puncture, non-penetrating nicks and observed void >1 mm in non-textured, valve-to shell-bond area. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a striated puncture due to surgical-like damage consistent in the use of some surgical tool.